Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 380 mg/dl, and diabetic ketoacidosis. Reportedly, customer did not take a large enough bolus for carbohydrates consumed. Bg was treated via a correction bolus. Reportedly, customer continued to use pump for insulin therapy.